Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl reconstruction the tip of the reamer expanded and produced shards of metal. A shaver was used to distract as much of the metal debris as possible. The doctor did not do an x-ray to insure all metal was recovered and the rep is not 100% confident all was retrieved. The rest of the case was completed without issue.